Event description:
The customer called into technical support (ts) reporting that it was noted on the device that it has a blower temp high error message but biomed cannot reproduce and wants to verify. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup with no harm or delay nor medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and advised caller to look for an 1122 code. No code was found. Advised caller that a code will be present if it actually displayed the message and that a complete pvt with passing results should be performed before placing unit back into service. The customer could not recreate the issue or find any problems. The unit was returned to patient use and no further issues reported.